Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-06682 it was reported that the catheter became stuck on the guidewire. The target lesion was located in the superficial femoral artery (sfa). A 7 x 60 x 130 innova¿ stent was selected for use. The stent delivery system (sds) became stuck on the guidewire when it was being removed from the patient. Wire access was lost. A second 7 x 60 x 130 innova¿ stent was then selected for use; however, the same issue occurred. The procedure was completed with a third 7 x 60 x 130 innova¿ stent. There were no patient complications and the patient condition is fine.

Manufacturer narrative:
Device evaluated by MFR. Returned product consisted of an innova self-expanding stent delivery system (sds) with a .035 guidewire inside of the device. The outer shaft, middle shaft, inner sheath and the remainder of the device were checked for damage. The outer sheath had a buckling/kink at the nosecone. The stent was not returned. The guidewire that was frozen in the device was protruding out of the distal end approximately 79.5cm from the tip and protruding out of the proximal end approximately 21cm. The guidewire was separated from the handle by manipulating the shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. Bsc ID: (B)(4), tw: (B)(4).

Event description:
It was further reported that the guidewire used was a magic torque wire. The third 7 x 60 x 130 innova¿ stent was used with a different guidewire. Lesion characteristics were minimal.